Event description:
Follow-up information provided the patient¿s allergic reaction has cleared and patient is doing well. The physician stated the allergic reaction was not related to abbott products.

Manufacturer narrative:
The implant date of the ipg and concomitant devices are unknown at this time. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced swelling and discoloration at the ipg site. The physician has requested an allergy test kit as the next course of action.